Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console did not respond, it showed a low power sign. The procedure was cancelled. There were no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console did not respond, it showed a low power sign. The patient was under general anesthesia and the procedure was cancelled. There were no clinical consequences to the patient.